Manufacturer narrative:
The device was returned for analysis. The reported premature activation was able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling while unpackaging the device resulting in the noted kinked stent sheath causing the distal sheath to slightly retract from the base of the tip and inadvertently prematurely activate/expose the stent. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that prior to the procedure, upon opening the 6x40 mm absolute pro self expanding stent system (sess), the stent was noted to be exposed. Therefore, the device was not used and there was no patient involvement. Another absolute pro sess was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.